Manufacturer narrative:
H10: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. An analysis of the customer provided image found 4 devices outside the packaging. Two of the devices has the suture and implants outside of it. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H10: h3, h6: one of the reported device was received for evaluation, along with another device from the same part number. A visual inspection revealed they were returned in a single original packaging with the batch number 2104304 on the label. For device one, the t1, t2, and suture were not returned; the actuator is in the pre-t1/post-t2 position; and bio debris is present. For device two, the t1, t2, and suture were returned off the needle; the t1 is missing the tip; the suture knot is tightened down; the actuator is in the pre-t1/post-t2 position; and bio debris is present. A functional evaluation was performed on the returned device and found both actuators cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include the application of unintended, inappropriate, or excessive force during device use. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair surgery, t2 deployment of 2 fast-fix 360 failed and the ts pulled out. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.